Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events on 22-jan-2025. The site was patient's upper buutocks and thighs. The symptoms were noticed within three hours of insertion. The patient faced bleeding at site. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 4 of 4.